Event description:
A nurse reported eleven pts whose lens was exchanged due to refractive errors following intraocular lens (iol) implant surgery. Additional info was received from the surgeon, who stated the lens did not cause or contribute to the event. There are twelve medical device reports associated with this event. This report is for the third pt.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. There have been no other complaints reported in the lot number. Additional info was requested 09/08/2011 and 09/09/2011 by fax, phone and mail. A completed questionnaire was received on 09/16/2011. (B)(4).